Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pelvic pain/pain on left side') and heavy menstrual bleeding ('heavy menstrual period') in a 25-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included depo-provera. Medical conditions: she had never experienced these symptoms while not on birth control before essure. Concomitant products included diazepam (valium) and ketorolac tromethamine (toradol). On an unknown date, the patient started depo-provera at an unspecified dose and frequency. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 18 days before insertion of essure. On (B)(6) 2010, the patient experienced genital haemorrhage ("heavy bleeding"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea despite discontinuing depo-provera"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), lasting 5 years. The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of the bilateral essure coils) and dilation and curettage.. Essure was removed on (B)(6) 2015. In (B)(6) 2015, the pelvic pain, genital haemorrhage, heavy menstrual bleeding and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: no. Of coils: right- 4, left- 2 coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorhagia. Most recent follow-up information incorporated above includes: on 2-jun-2021: mr received. Reporter information , patient details , concomitant drug added and rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pelvic pain/pain on left side') and heavy menstrual bleeding ('heavy menstrual period') in a 25-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included depo-provera. Medical conditions: she had never experienced these symptoms while not on birth control before essure. Concomitant products included diazepam (valium) and ketorolac tromethamine (toradol). On an unknown date, the patient started depo-provera at an unspecified dose and frequency. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 18 days before insertion of essure. On (B)(6) 2010, the patient experienced genital haemorrhage ("heavy bleeding"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea despite discontinuing depo-provera"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), lasting 5 years. The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of the bilateral essure coils) and dilation and curettage.. Essure was removed on (B)(6) 2015. In (B)(6) 2015, the pelvic pain, genital haemorrhage, heavy menstrual bleeding and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: no. Of coils: right- 4, left- 2 coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorhagia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain/pain on left side") and genital haemorrhage ("heavy bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. Co-suspect products included depo-provera. Medical conditions: she had never experienced these symptoms while not on birth control before essure. On(B)(6) 2010, the patient started essure. On an unknown date, the patient started depo-provera at an unspecified dose and frequency. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6)2015, the patient experienced dysmenorrhoea ("dysmenorrhea despite discontinuing depo-provera"). On an unknown date, the patient experienced menorrhagia ("heavy menstrual period"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of the bilateral essure coils). In (B)(6) 2015, the pelvic pain and genital haemorrhage , menorrhagia and dysmenorrhoea had resolved . The reporter considered pelvic pain, genital haemorrhage, menorrhagia and dysmenorrhoea to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 28-feb-2017: legal claim received. New events added: heavy and painful menstrual period. Ultrasound was done to evaluate the painful periods. Laparoscopic bilateral salpingectomy and removal of the bilateral essure coils. The patient received depo-provera. According to her medical records, she was told this was a side effect of depo-provera and not concerning essure. Still after discontinuing depo provera her medical records reflect that she was told her symptoms were now probably the result of discontinuing depo-provera. After essure removal events recovered. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type [?] Initial' indicates here initial submission by the new legal manufacturer only. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding (seen as genital bleeding) and sharp pelvic pain/pain on left side. These both events are anticipated in the reference safety information for essure. Coils were removed approximately 5 years after insertion. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur with consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these both events and essure use cannot be excluded. This case was regarded as incident since intervention was required. Additionally, non-serious events sharp pelvic pain/pain on left side. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. After receiving follow-up information, an update of this ptc analysis is expected. No active follow-up is allowed and further information is expected only through litigation process.